Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. The unit was unable to perform all functional testing including the displacement, operating currents, unexpected restart error, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to the unresponsive buttons. The unresponsive buttons also prevented verification of the low reservoir alarm and low battery alert. The following physical damage was noted: stripped battery cap coin slot, cracked casing at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
The patient's mother reported via phone call that the insulin pump was alarming but the battery cap could not be removed. The patient's blood glucose at the time of incident is unknown. The customer used a screwdriver to attempt battery cap removal but the battery cap's condition only worsened. The insulin pump was returned for analysis.